Manufacturer narrative:
Pump received with minor scratched lcd window, detached end cap, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and the insulin pump was damaged. The customer¿s blood glucose level was 401 mg/dl. The customer was treated with insulin pen. The customer states the pump was broken and the back piece of the pump is completely open. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.